Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the water feed set tube fell off the bag spike when exchanging the water bag. This was found after six days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Please note an initial report was submitted on (B)(4) 2012. Due to an error it was submitted via the test gateway. Please consider this as the initial/final report for this complaint. Method: the complaint mr290v chamber was returned to fph in (B)(4) and was visually inspected for the reported damage. Results: visual inspection revealed that the spike and the feedset tubing were returned separated from each other. Sufficient glue was present around the spike tubing connection; however the glue had not bonded properly. A lot check revealed no other complaints of this nature for lot number 120417. Conclusion: the separation of the spike and feedset tube was due to the failure of the glue bond. We were unable to determine the cause for this. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the failure of the bond developed post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).